Event description:
It was reported that a malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. Additionally, it was reported that the customer experienced an elevated blood glucose (bg) level of "high"; although specific value was not provided. Cause was not known. A manual dose injection was delivered to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.